Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, when the physician cut the papilla, the cutting wire broke. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the exposed cutting wire was broken and bent. Additionally, the blue tip was cracked. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the cutting wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent, and blackened. The cutting wire being blackened indicates that the device was energized. The problem found could be caused by the manipulation of the device during the procedure if the cutting wire was not completely in contact with the tissue when current was applied or if the maximum of voltage was exceeded. Additionally, the plastic tip was cracked. This condition could be caused by the manipulation of the device or due to the interaction of the device with hard surfaces. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, when the physician cut the papilla, the cutting wire broke. No part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.